Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was to be used to deliver an unspecified chemotherapeutic agent. The customer contact reported that when the option-lok male adapter of the tubing set was connected to the female adapter of an unspecified device, the distal tip of the option-lok male adapter broke off and remained lodged inside the female adapter of the unspecified device. There were no reported pt adverse effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Although requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.